Event description:
It was reported that the customer received a button error and could not clear it. Customer stated the act button was not responding and could neither scroll up nor down. Customer's blood glucose was 207 mg/dl. Customer also stated insulin pump may be exposed to sweat. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to test for motor error alarm due to no button response. Insulin pump had minor scratches on display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. The motor was tested outside of the device and passed.